Event description:
A site representative, operating room (or) registered nurse (rn), reported that at the end of an ear, nose & throat (ent) procedure, the navigation system displayed no input detected on the monitor. The cd/dvd drive was not opening and there was no computer fan power on the fusion navigation system. The surgeon had completed the procedure, with the use of the navigation system, when this occurred. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported one of the cords had backed-out and after re-seating, the navigation system functioned as it should. No further issues were reported. No parts have been returned to manufacturer for analysis.